Event description:
It was reported that when the handpiece was unwrapped, an oil like residue was found on the handpiece. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and no oil residue was seen on outside of device. The handpiece was disassembled and no oil other than mobile 28 was seen in the handpiece. Maintenance was performed on the handpiece and returned to the customer.